Event description:
It was reported that a blade had been damaged and then detached. A percutaneous coronary intervention was being performed on a 75% stenosed, moderately calcified and moderately tortuous lesion measuring 20mm x 3mm in the distal portion of the right coronary artery. As the device was being delivered to the targeted area it was noted to have been caught, however it was able to be delivered to the lesion. The balloon was inflated four times at nominal pressure. After treatment of the lesion, the device was removed. Once the device was outside the patient's body, the blade was found to be detached which was later confirmed to have happened outside of the patient anatomy. The procedure was successfully completed with a different device without further issue or patient injury. The physician explained they thought that the blade had been damaged due to excessive tension being applied to the device when encountering severe calcification in the left circumflex. They also added that the blade may have been possibly touched when removing the device from the hoop during preparation.

Manufacturer narrative:
Device returned to manufacturer: the wolverine was returned and analysis was completed. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 5mm in length was completely detached from the distal end of the balloon material. The remaining section of blade was undamaged and fully bonded to the balloon material. The complete pad of the blade remained fully bonded to the balloon material. The detached section of blade was returned for analysis. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A boston scientific encore inflation device was attached, and the device was inflated to its rated burst pressure of 12 atmospheres without any issues experienced. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination identified no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the hypotube of the returned device.

Event description:
It was reported that a blade had been damaged and then detached. A percutaneous coronary intervention was being performed on a 75% stenosed, moderately calcified and moderately tortuous lesion measuring 20mm x 3mm in the distal portion of the right coronary artery. As the device was being delivered to the targeted area it was noted to have been caught, however it was able to be delivered to the lesion. The balloon was inflated four times at nominal pressure. After treatment of the lesion, the device was removed. Once the device was outside the patient's body, the blade was found to be detached which was later confirmed to have happened outside of the patient anatomy. The procedure was successfully completed with a different device without further issue or patient injury. The physician explained they thought that the blade had been damaged due to excessive tension being applied to the device when encountering severe calcification in the left circumflex. They also added that the blade may have been possibly touched when removing the device from the hoop during preparation.